Event description:
It was reported that during the procedure in the non-calcified/non tortuous mid right coronary artery via femoral access, a 3.5x18 otw vision stent delivery system was advanced to the target lesion and the stent balloon was inflated. The stent delivery system was withdrawn from the anatomy without resistance and the procedure was completed. Final angiogram was performed and the physician indicated that the stent could not be seen. The stent was found on the floor of the cath lab. It is speculated that the stent may have dislodged when the protective sheath was removed prior to use but this could not be confirmed. There was no resistance removing the protective sheath during device preparation. The patient was re-prepped and a 3.0x5 vision stent was successfully implanted in the target lesion. Although there was no adverse patient effect, there was a clinically significant delay due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use in the inspection prior to use section states: prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.